Manufacturer narrative:
The lead was returned due to lead dislodgment. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the clinic for follow-up. The right atrial lead was discovered was dislodged. The patient reported feeling dizzy, lightheaded and falling. It was noted that the patient had a history of falling prior to initial device implant, the physician was unsure if lead dislodgement contributed to the fall or it was based on patient history. During lead revision procedure on (B)(6)2019, it was noted that the right ventricular lead exhibited fraying on the external insulation, the pacemaker had migrated downwards since the implant, it was suspected the device migration resulted in the fraying due to friction. Related manufacturer reference number: 2017865-2019-08789, related manufacturer reference number: 2017865-2019-08796.

Manufacturer narrative:
Added the missing sentence regarding resolution and patient condition.

Event description:
The leads were explanted and replaced, and the device was repositioned successfully. The patient was in stable condition.